Manufacturer narrative:
The valve was patent and passed reflux testing. It was not within specifications for pressure-flow or preimplantation tests. There have been no other complaints from this lot. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve did not pass preimplantation testing.